Event description:
A laser operator reports receiving a shutter error message during calibration. There were no pts involved, no pts present.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).